Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7098702/7100216.

Event description:
It was reported that the patient had great coverage of the pain areas, however, did not like how the stimulation felt. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.